Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the wake button became stuck down. Reportedly, the customer attempted to get the wake button unstuck and accidentally detached the wake button from the pump. The device turns on when plugged into a power source. Customer had elevated blood glucose levels reaching approximately 300 mg/dl.